Event description:
It was reported that the syringe of the advanced cement mixer broke when the trigger was pulled on the dual speed cement injection gun. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
During evaluation of the returned product, it was observed that the cement gun was unable to supply sufficient pressure (loss of function). Based on the manufacturing engineer¿s evaluation of the cement gun, the cause of the issue was determined to be worn pawls and a worn rod in the t-handle ram assembly.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the syringe of the advanced cement mixer broke when the trigger was pulled on the dual speed cement injection gun. There were no patient or user injuries, and no adverse consequences.